Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receive morphine and baclofen at an unknown dosage and concentration via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that a clinic gave the patient an overdose as they put the decimal in the wrong spot. The date of the occurrence was not stated at the time of this report.